Event description:
Customer reportedly obtained results of lo and 69mg/dl on the same device within 10 mins. Customer ate to feel better. Customer also reportedly obtained results of 1mg/dl and 167mg/dl on the same device within 10 mins. No action was taken based on device results in this instance. Device numeric reading range is 10mg/dl to 100mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.